Event description:
As reported to coloplast though not verified, patient was implanted with aris and exair mesh. Later the patient experienced mesh exposure, dyspareunia and possible allergic reaction to the mesh. A revision of the mesh, irrigation and primary closure were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.